Manufacturer narrative:
A ge service rep performed an on site investigation. A rat was found dead and removed. A circuit board was cleaned. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to fluoroscopy. No report of pt injury.